Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) reviewed logs and found no instrument or assay performance issues. Pas noted that the clustered of the positive samples may be related to sample shield issues; logs indicated it was replaced on (B)(6) 2021 and on (B)(6) 2021. Customer informed ts that they were using the incorrect tubes for uncapped workflow, requiring them to remove the swab before running the sample. Ts indicated this was against package insert and could lead to contamination. Pas recommended customer to check the sample shield and clean workspaces and common touchpoints. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the optima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) optima sars-cov-2 (B)(4) and optima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 003253-20210905-08, using assay lot 294803 on panther fusion instrument sn (B)(4) which had clusters of positive samples. Customer questioned this run's validity which had 51 positives out of 103 samples, and cluster of positives went up to sample 56. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Results were auto-reported to patients who were mostly symptomatic pediatric patients, but there were no associated/reported adverse events.